Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger was displaying that it could not be used. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger/modem was producing battery faults due to a defective battery board. The root cause of the defective battery board could not be positively identified. No adverse event resulted from the defective battery board. The patient received a replacement battery charger/modem.